Event description:
Additional information indicates the ipg met its expected longevity based on programming settings. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.